Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a changed out the insulin pump and 4 sensors failed when they came out with the wire. Customer stated that she though that she had inserted the sensor correctly. When the customer connected to the transmitter, the sensor did not blink. Customer stated that when they removed the sensors, they found them without the sensor cannula. Customer's blood glucose was 140 mg/dl when she first had an issue with the sensor. Customer stated that the fifth sensor worked fine because it connected to the transmitter and blinked. Customer stated that she did not save any of the sensors to return. Customer stated that she must be allergic to the overtape because she will get a rash. Customer declined troubleshooting.